Event description:
It was reported the pt bumped the ipg pocket site two months ago and it has been sore ever since. The pt is concerned the ipg was damaged but he is able to use the magnet to turn on the ipg.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.